Manufacturer narrative:
Continuation of d10: product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Analysis was performed on (B)(6) analysis found that there was a recharge antenna failure, recharger problem, cannot continue, call medtronic message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported their recharger wasn't holding a charge and the desktop charger pin was loose. The issue began a couple weeks ago. During the call patient confirmed the desktop charger pin was wiggly. Agent sent email to repair to replace the desktop charger. No symptoms were reported